Event description:
Unable to flush port. The patient reported pain about right chest and shoulder when attempting to flush port. Dye study ordered and a crack in catheter was found.======================manufacturer response for port-a-cath, powerport (per site reporter).======================we have been working with the manufacturer for a couple of years attempting to address this issue. We are currently working with a field rep who is observing placement technique in the o.r.